Event description:
The manufacturer received information regarding a dreamstation device. The device was returned to a third-party service center related to an equipment problem of no power. During visual inspection of the device, thermal damage to the pca was noted. This report is being submitted for the thermal damage to the pca found during service of the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The faulty components will be shipped to the manufacturer for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information regarding a dreamstation device. The device was returned to a third-party service center related to an equipment problem of no power. During visual inspection of the device, thermal damage to the pca was noted. This report is being submitted for the thermal damage to the pca found during service of the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The faulty components will be shipped to the manufacturer for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the philips investigation lab (pil) for evaluation. During the testing of the device, therapy was initiated using a customer supplied power supply and a philips supplied ac power cord. The device failed to power on. The device was disassembled and the pca was found to be damaged. Evidence of water / liquid like stains were found in the blower box and the bottom of the blower. The philips investigation lab concluded that the pca is damaged near p4. There is evidence of water / liquid like ingress on the blower top housing. There is evidence of water / liquid like ingress on the blower box bottom. There is evidence of water / liquid like ingress on the blower bottom. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The manufacturer is submitting a final report at this time.